Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after running out of insulin, a malfunction alarm occurred. The customer was able to clear the malfunction alarm and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.